Event description:
It was reported to medtronic neurosurgery that the pt, who was not in a clear state of mind, awoke during the night and despite being connected to an external drainage system attempted to walk to the restroom. The report states that the drainage system had been secured to their bed, and that the drainage catheter had pulled free from the pt when they walked away. According to the report, the pt required a few stitches but otherwise did not incur any injury and was doing fine following the event.

Manufacturer narrative:
The product was discarded and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional pt/device info: it was later reported on (B)(6) 2013, that the exact date of the event was not known, but that it happened in (B)(6) 2013.